Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the trigger was partially engaged. The stapler was returned with 33 staples remaining in the cover block indicating at least 2 staples were fired by the end user. The sample appears used as biological material was observed on the returned device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, an unformed staple fired. This was repeated five more times with the same result. It was observed that the anvil in the returned complaint sample was slightly out of position when compared to a lab inventory stapler. The sample was disassembled and the anvil was readjusted to the correct position. On the next attempt to fire, the staple fired properly. This was repeated two times with same result. To simulate skin insertion, the stapler was fired into a simulated skin pad. Some of the staples fired properly and some of the staples didn't fire properly. Again, it was observed that the anvil was out of position. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, the stapler could not consistently fire staples properly. It was observed that the anvil in the returned complaint sample was slightly out of position when compared to a lab inventory stapler. A non-conformance was initiated to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the original event report stated staples were loose from the device during inspection. Involved 5 pcs. It was found that the device was misaligned.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73c2200774 investigation did not show issues related to the complaint.

Event description:
Reported issue: the original event report stated staples were loose from the device during inspection. Involved 5 pcs. It was found that the device was misaligned.